Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 122 hours of extended tests at the customer's settings. The ventilator was powered on and at the customer's settings, and the gas outlet port was removed and the ventilator alarmed "disc/sense". The alarm was audible and visual. The ventilator also created a hardware fault condition by disconnecting the fan from the power board. The alarm was audible and visual.

Event description:
It was reported to vyaire medical that the ventilator had an audible alarm, but there were no alerts or messages informing the user of the malfunction.